Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the battery would not hold a charge. It is unknown if the device was in use on a patient at the time the reported issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
There was no patient involvement or harm. This event was reported to have occurred during preventive maintenance. There was no delay to therapy. The philips field service engineer (fse) confirmed and duplicated the reported issue. Following the evaluation of the device, the fse replaced the battery to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.